Event description:
The pt was implanted with a synchromed pump and catheter for infusion of intrathecal baclofen for intractable spasticity due to cerebral palsy. The pt experienced increased spasticity and the pump was explanted on 6/4/1999. The pump was returned to the MFR for analysis.